Event description:
On (B)(6) 2011, the patient underwent treatment of a 5.5 abdominal aortic aneurysm with gore excluder aaa endoprostheses. On an unk date, imaging identified aneurysm enlargement to 6 cm. On (B)(6) 2014, an intervention was performed to treat a left distal type I endoleak. It was reported the endoleak was caused by the aneurysm growing around the graft. A contralateral leg component was implanted on the left side for distal extension. Final angiography showed resolution of the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Add'l devices implanted and involved: rmt281414/8270194 and pxc201400/8749889.